Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was not working. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had cracked at battery compartment and goes towards the belt clip. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.